Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as it would no longer be able to get a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.